Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they received no delivery alarm. The customer's blood glucose was 290 mg/dl at the time of incident. Customer has been changing her infusion sets and still was getting no delivery alerts. Customer states the tubing is not bent or kinked. Customer stated that they had tried all remedies and do not want to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The device will be returned for analysis.